Manufacturer narrative:
Product ID: 3093-33, lot# v724357, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information from the healthcare provider stated the results of the x-rays taken (B)(6) 2013 on the device and lead area were normal and there was no foreign body seen. It was stated there were no device components seen and a cause of the issue was not determined.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient kept getting sensations that she would get when the device was turned on. The patient started having this feeling right after she came from the explant surgery. At first the patient thought it would go away, but it did not. The patient stated that "it felt like something was still left in her vagina and it was very unpleasant." The patient noted that the feeling "comes and goes" and if she was around a machine, and turned the machine on, she felt that sensation. The patient kept telling her healthcare provider (hcp) that she felt there was something in there. However, the hcp took an x-ray of the patient's right hip, because that was where the problem was, and he stated that they did not see anything and told her there was nothing in there and that he took everything out. The patient continued to experience the problem, so she went to a different hcp and he took x-rays. This hcp did not see anything in there. The patient also mentioned that her skin had burns on both buttocks and on both arms, which started a "week or two" after the explant surgery. The patient stated that her arms "were looking funny." The patient stated that her hcp looked at her skin, "but did not say anything." The patient had been using cocoa butter and another cream that her hcp gave her. The patient also went to her family hcp, who did not find anything. The patient stated that "last time," when her two leads broke, she kept going to her hcp and only the manufacturer representative was able to find the problem. The patient stated that "it was the same way about her right hip now" and she wanted a representative to check her. The patient mentioned that she was leaking and hurting prior to explant and that was when the hcp called the representative to have the device tested. This was when the two wires were found to be broken and "popped off."

Event description:
It was reported that the patient's interstim was removed on (B)(6) 2013. It was noted that the patient's implant "broke" and "pieces came loose". The patient had had "nothing but problems" with interstim and that "it was hurting and feeling funny". The patient did not have full control over her bladder starting about 2.5 to 3 week after implant. 1.5 to 2 weeks prior to (B)(6) 2013 the patient saw the manufacturer's representative and he checked her device and told her that there were 2 "stems" that were loose and there was a 3rd one in her right hip. The patient's surgeon removed the 2 that were loose but not the 3rd one in her right hip. Shocking / jolting sensation was noted. The patient felt a shocking sensation in her right hip and was also "really sore" on her right side. These symptoms started 5 to 7 days after explant on (B)(6) 2013. The doctor told the patient that he removed everything. The patient noted there was still a piece existing in her right hip. X-rays had not been taken. It was also reported that the device was removed 4-5 months ago because it was 2 wires were broken, come undone, and one wire floated to the right hip. Both wires and ins was removed by a doctor. The patient thought that the part that was in her right hip was still there. The patient was sore in that area, suffering with pain and getting shocking sensation like when she had the implant. The patient wondered if a manufacturer's rep could check to see if there was a part inside her because her healthcare provider did not believe her. The patient was dissatisfied with their healthcare provider. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that when the representative checked the patient "at the end of (B)(6)" there were 2 measurements of high impedance readings of greater than 4000. The representative was unable to provide an exact date that he saw the patient, and he was not present for the explant.